Manufacturer narrative:
(B)(4). Concomitant medical products: 00632005032, xlpe liner 20 degree elevated rim 32 mm, 60839397. The 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, 60852685. The 00771100500, femoral stem, 60697934. The 00620005220, shell porous with holes 52 mm, 60824173. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00011.

Event description:
It is reported that the patient experienced total hip dislocation which required hospitalization and repositioning of the joint implant under sedation. Subsequently, after a recent follow-up with an orthopaedic surgeon, the patient was diagnosed with a necrotizing pseudotumor, which require further surgery to remove the mass and hip revision surgery. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient experienced total hip dislocation which required hospitalization and repositioning of the joint implant under sedation.

Manufacturer narrative:
The additional information contained within this report has no affect on previous investigation conclusion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.